Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s screen will need replaced to address the issue. The device is not needed for inventory and has been scrapped.